Event description:
It was reported that iab was inserted at hospital at 1300 hours on 2/3/06. Patient was taken to hospital. When iab was used with datascope system 97 at 2nd hospital, helium leak alarm occurred. Users tried to resuscitate but patient was deceased. Clinician did not contribute patient death to iab difficulty. Patient had an ami & was in critical condition.